Event description:
Customer reported a current low blood glucose level, with the lowest documented level being 13 mg/dl. There was no injury or permanent damage from the low bg. Customer initially visited the ER (B)(6) 2025 and was subsequently hospitalized for four days (B)(6) 25, during which glucose tablets and saline were administered. The issue appeared resolved by these treatments. Customer was advised to consult with their healthcare provider to further discuss factors affecting blood glucose levels.